Event description:
Device malfunction: suture retrieval. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the needle plunger was removed, no sutures were present. A second proglide device was used to achieve hemostasis. There were no adverse pt effects reported. Though requested, no additional info was available.

Manufacturer narrative:
The device was received. Investigation is not complete.